Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was not confirmed. The device evaluation found foreign material attached to the nozzle. Based on the results of the investigation, the material and the root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Such events can be detected and prevented according to the following IFU: the detection method is described in the instruction manual evis lucera gif/cf/pcf type 260 series operation chapter 3 preparation and inspection. Instruction manual evis lucera gif/cf/pcf/sif type 260 series cleaning/disinfection/sterilization edition chapter 3 cleaning, disinfection, and sterilization procedures describes preventive measures. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the results of the investigation, the foreign material could be identified like components similar to polyurethane and silicone. It is possible that the origin of polyurethane is a sponge for common use, and that of silicone is chemical such as silicone oil and anti-foaming agent. It is likely that a polyurethane sponge had been used for cleaning or condition that residuals of silicone-containing chemical used in the procedures may have caused the subject event. There was no damage to the area where the foreign material was detected. Additionally, the reprocessing was conducted in accordance with instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.